Event description:
It was reported by patient that she underwent a total hip arthroplasty in 2007, in which she received a durom acetabular cup. Post op, she experienced pain and her surgeon recommends that patient be revised.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc, which markets the devices in the u.s.